Event description:
It was reported that the customer had an issue with the insulin pump's keypad. The down button stopped working. The customer's blood glucose level was 60 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened buttons dome switch. The insulin pump was received with minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.